Event description:
During laparoscopic gastric bypass the autosuture endostitch froze. They were unable to remove the endo suture from the device. Another device ws opened and after minimal use, the same thing happened. Both devices are from the same lot.